Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to oversensing were observed. The patient was asymptomatic. Programming changes were recommended.